Event description:
Reportedly the pump has been intermittent while infusing during anesthesia. With a tap on the pump or syringe it will infuse or resume infusion. On one occassion a pt became "light" but this event was handled effectively by the anesthetist without sequela.